Event description:
It was reported that pump display went black and customer was unable to interact with pump or read pump screen. There was no reported impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, and Technical Support arranged a replacement pump, instructed customer to put malfunctioning pump into storage mode before return, reenter pump settings and reconnect continuous glucose monitor on replacement, and return problematic pump using prepaid label within 10 days, which customer acknowledged and understood.